Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer needed assistance with an infusion set change as well. The customer stated that she was sleeping prior to receiving the alarm. The customer's blood glucose was unknown. Explained the no delivery alarm and possible causes of the alarm. The customer stated that the reservoir was empty. Advised customer to change the reservoir and the infusion set. Advised to monitor the insulin pump and call back if the issue persisted. Advised that replacement reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.